Event description:
While a surgeon was impacting the cup in a hip replacement surgery, the cup partially went through the acetabulum medical wall. The navigation system was used to initially orient the impactor. However, the system does not provide impactor location or depth information. Following the occurrence, the surgeon observed that there was no pelvic fracture. He then changed to a larger 50 mm cup (from initially a 44 or 46 size) to gain more support from the rim structure and used two screws to augment the cup fixation. He completed the surgery and closed. The range of motion and stability was checked without any further incident or effect.

Manufacturer narrative:
This MDR is being submitted late, as this issue was identified during a retrospective review of complaint files. Analysis: although the navigation system was being used to orient the acetabular component, the system was not found to have malfunctioned or caused the event, since the system does not provide or indicate the depth of impaction with respect to the acetabulum wall. Corrective action: this was an isolated incident. A notice was sent to all field representatives to highlight the case and the intended use of the system.